Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h6, and h10.

Event description:
It is further reported that patient is alleging that they are experiencing severe middle ear pain, metal on metal sounds when chewing on the left side, and while chewing the lower jaw pulls to the right side which is the implant side. The patient has an appointment scheduled with a new surgeon; however, no revision procedure or further intervention has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products item # unk, lot # unk; unknown screw.

Event description:
It is further reported that the patient is experiencing increasing pain in their jaw, ear, and neck. The patient also noticed swelling and is having difficulty chewing food. The day after the swelling was observed, the patient went to the emergency room, and it was discovered in a CT scan that four screws were backing out of the jaw. Patient reports being told that the implant is too big and that during the initial procedure that too much bone was removed making repairs impossible. No further intervention has been reported to date.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item # 24-6645, lot # 502220a; tmj system 45 mm right standard offset mandibular comp. G2: consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00290.

Event description:
It was reported a patient had a right side tmj procedure. Subsequently, the patient is suffering from pain. Patient also hears grinding sounds on the implanted right side. Patient is expecting to have a left initial tmj procedure in the future. Attempts have been made and additional information on the reported event is unavailable at this time.